Event description:
Device malfunction: sheath failed to split completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the common femoral artery using a starclose se device after an interventional procedure. Reportedly, the sheath began to shred during advancement of the thumb advancer. The sheath split was incomplete and it was noted that the split was not smooth. The device was removed using the safety release mechanism per the instructions for use. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.